Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire in the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Common causes of broken instrument conductor wire -bipolar include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted surgical procedure, wire expose. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the force bipolar be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.